Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
During a lead revision, physician dislodged this lead while extracting the rv lead and so this lead was replaced. Should additional information become available, this file will be updated.